Manufacturer narrative:
The product was not returned for eval.

Event description:
Received report from FDA; the tip of the bipolar broke off. The broken piece was seen in pt and the piece was removed without difficulty.